Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and it was observed that the device had corrosion and no rotation. Therefore, the reported condition was confirmed. This type of damage is indicative of damage caused by immersion during cleaning. The assignable root cause was determined to be misuse, abuse and or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the keyless driver device had no rotations. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.